Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for follow-up. Upon interrogation the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was repositioned successfully on (B)(6) 2016. The patient was stable and would continue to be monitored.